Event description:
Customer reported problems with temporary basal rates. Customer reported hospitalization. Hospitalization was not related to diabetes, but she had trouble with her diabetes. The blood glucose reading was 275 mg/dl; customer stated that was high. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.